Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) and lead impedance anomaly. A new rv lead was successfully implanted, and previous lead will be for return. No additional adverse patient effects were reported.